Manufacturer narrative:
The subject device has been returned to an olympus repair center for evaluation and inspection, and the customer's reported problem has been confirmed. The presence of foreign material has also been confirmed. In addition, a complete cut wire, a low angulation, and deatched rubber was found. Scratches, dents, discoloration, damage, breakage, and scratches throughout the device were also found. This investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The end user facility contacted olympus to report a repair request for a broken angle wire with a duodenovideoscope. The reported phenomenon was found during reprocessing. During preliminary evaluation and inspection of the returned subject device, foreign material (dirt) was found in the forceps elevator. This MDR is being submitted due to the foreign material found during evaluation and inspection. No patient or user harm has been reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was reprocessing was not correctly conducted due to failure of the device and therefore the foreign material remained on forceps elevator. The event can be prevented by following the instructions for use which state: ¿(reprocessing manual) states possibility that insufficient cleaning, disinfection or sterilization of device may pose an infection-control risk to the patients and operators who perform the following procedures using device. All channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope.¿ olympus will continue to monitor field performance for this device.